Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that a wrong connection of the breathing circuit has led to an oxygen deficiency of the patient and subsequently to a shift of the operation.

Manufacturer narrative:
The hose system in question is the ventstar disposable anesthesia set system with water trap. In this system, all the connectors, both on the device and y-piece sides, are the same color and identical in terms of design; in accordance with iso 5356-1. The inspiratory hose on both the device and y-piece side is fitted with an ID sticker. The reported situation, namely that the hose system was already incorrectly assembled in its packaging, could not be verified because neither the hose system itself nor photographs were made available. Two other cases relating to short-circuited hoses have been reported to us within the past weeks. An incorrectly connected (short-circuited) hose system will be identifiable before use because the correct set-up of the hose system is illustrated in the instructions for use of the hose systems and in the IFU of the anesthesia machines and ventilators, and must be checked before each use. The system in question is no longer a single set of hoses but two individual systems that are pneumatically separate. If a short-circuited hose system is used on a patient nonetheless, the patient will not be connected to the anesthesia machine and will not be ventilated. The user will be alerted to this situation by various alarms because this will cause, among other things, a decrease in fio2 and an increase in etco2, which will be displayed by the device, with an alarm given once the respective alarm limits are reached. In the event of an incorrectly pre-connected hose system, several additional user errors will be necessary before there is any risk of harm to the patient. From the cases that are known about, it is clear that users do not always check that the hose systems are connected correctly. Consequently, a safety notice to this effect was already sent out to all relevant customers in december 2018, drawing their attention to the need for a careful check to be carried out.

Event description:
Please refer to the initial-report.